Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer indicated that the increased spasticity started in early (B)(6) 2015. It was further reported that the healthcare professional determined that the patient was in a multiple sclerosis relapse and a lot of other symptoms appeared. The patient had lost 150 pounds since the pump was implanted and she had a couple of surgeries to secure the pump; however, it was still 'floating' a lot. The patient supplemented with requip 1-3mg for breakthrough spasticity.

Manufacturer narrative:
Concomitant products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via email/crts (customer response tracking system) regarding a (B)(6) year old female patient receiving baclofen (unknown) via an implanted infusion pump. The indication for use was noted as intractable spasticity and multiple sclerosis. On (B)(6) 2015 the consumer stated that she has recently lost a lot of weight, which has "given my pump, located in my left stomach, many opportunities to move around and even try to flip over." The consumer reported experiencing a large increase in spasticity, and mentioned she didn't know if they could be connected or if it was one of those things related to her multiple sclerosis. The date of onset whether the patient had notified the managing healthcare provider (hcp), whether pump flipping was confirmed, and drug information were not known. Follow up was conducted to obtain further information. If additional information is received, a follow up report will be sent.